Event description:
It was reported that the stent deployed prematurely. An innova 8 x 40 x 130 was selected for use in the right common iliac artery to treat iliac stenosis. The target lesion was accessed via the right femoral artery. As the delivery system was advanced through the target lesion, it passed through a recently deployed stent, at which point the innova stent was inadvertently deployed. Both the stent and delivery system were removed without issue. The device was replaced with an eluvia 8 x 40 x 120 in order to successfully complete the procedure. There were no reported adverse consequences to the patient.